Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(4) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with melena and was hospitalized on (B)(6) 2018 for suspected gastrointestinal (gi) bleeding. At admission, the patient¿s inr was 3.0 (goal 2-3) and hemoglobin was 6.8 g/dl. The patient¿s hemodynamics were stable. It was reported that the patient had no bowel movements since the evening of (B)(6) 2018 and denied any bleeding from any other sites. The melena was thought to be secondary to arteriovenous malformation (avm) but may have spontaneously resolved. A single balloon endoscopy performed on an unspecified date revealed one bleeding duodenal avm that was treated with argon plasma coagulation and clipped. Post procedure, the patient¿s hemoglobin and hematocrit remained stable and there was no melena. The patient was transfused with a total of 5 units of packed red blood cells for treatment during hospitalization. The gi bleeding event reportedly resolved on (B)(6) 2018 and the patient was discharged home with a hemoglobin of 8.2 g/dl and hematocrit of 26.6 percent on proton pump inhibitors twice a day. On (B)(6) 2018, laboratory results showed white blood cell count was 6.3 l, hemoglobin was 8.7 g/dl, hematocrit 27.1 percent and platelet count was 252 x 10 9 /l. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.